Event description:
A site reported to rxsight that a patient experienced no refractive changes after a light adjustment. Upon examination, the lens was noted to be implanted backwards. Further light treatments have been postponed at this time. No additional information has been provided.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).